Event description:
Boston scientific received information that during a follow up, loss of capture was noted on this left ventricular (lv) lead. An x-ray confirmed that the lv lead had dislodged. The device was programmed to rv pacing only. The patient was asked to follow up with the physician to schedule a lead repositioning or replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
Additional information received noted that the patient attended the hospital due to a revision of the lv lead. During the procedure the physician noted that the suture sleeve on the lv lead was not adequately applied. The lv lead was removed and the port of the device was plugged. The lv lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).